Event description:
It was reported that this pacemaker had evidence of atrial undersensing during an atrial tachy response (atr) episode and two beats of loss of capture (loc). No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker had evidence of atrial undersensing during an atrial tachy response (atr) episode and two beats of loss of capture (loc). No adverse patient effects were reported. The device remains implanted and in service.